Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, "distant vision is significantly blurred making driving difficult". The consumer reported that he is "working with his physician and wanted to clarify that this is not a complaint and is not wanting to discuss anything further." There are two medical device reports associated with this event. This report is associated with the right eye. Additional information was requested.